Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences, though it is unknown at what point the needle deployed. No damages or defects were found that would result in a needle mechanism failure; the cause of the reported event could not be conclusively determined. Inspection of the soft cannula found no bends or kinks.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. It was also reported that the cannula was bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.